Manufacturer narrative:
(B)(4).

Event description:
Noise, fracture, high impedances and inappropriate shocks were reported on this rv lead. The ra lead also displayed noise. The fracture was confirmed via x-ray. This lead was capped and replaced.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.